Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on behalf of home-care patient that due to slight irritation at the site, she had to change her cleo three times. This negatively affected her blood glucose; it rose to 300 mg/dl. The patient required multiple daily injections of insulin to address the high blood glucose. The patient was also assisted in placing a new site. No permanent injury occurred. Related to MFR # 2183502-2016-01529, 2183502-2016-01530.